Event description:
Caller reports visible signs of melting on the back of the aviva nano meter. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.